Event description:
It was reported that there was an incident with us where a nursing assistant was to insert a urinary foley catheter in a patient, and the valve came off when it was being cuffed. The catheter then came out, and a new catheter had to be inserted. The packaging was thrown away but the number on the catheter was 1235 4ae84.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.